Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective sheath could not be removed from the 3.75 x 15 mm nc trek balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4) (B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: the procedure was to treat a lesion located in the slightly tortuous circumflex. Resistance was felt during removal of the protective sheath from the 3.75 x15 mm nc trek balloon; however, it was able to be removed. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon catheter was used on the patient successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.